Event description:
Reporter alleged obtaining a discrepant blood glucose result of 38 mg/dl back to back with a result of 193 mg/dl on a pt using the inform system when testing was performed less than 10 mins apart. Reporter stated that the pt had just been admitted with syncope and respiratory failure. Reporter stated that the pt was intubated in between the back to back results. No other actions were reported taken or treatment received. Reporter stated that routine controls were run or on the system and within range. A request was made for the return of the suspect device and replacement product was sent.